Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 8.4mmol/l versus 6.4mmol/l meter to lab. Tests were done within 10 mins with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.